Event description:
The event is reported as: heated wire burned a hole in the corrugated tubing of the circuit when patient noticed it. No patient injury reported.

Manufacturer narrative:
Sample has been requested, but not received yet. Investigation is incomplete at time of this report. A follow up report will be sent when completed.